Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the implant broke off when tensioning the fully implanted device. The button and part of the suture remained inside the patient and could not be removed. It was necessary to redo the femoral anchor with different devices (ar-7200 and ar-1593). There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g4, h3, h6. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). Eco-37907 was implemented to improve the design of the button to reduce these failures due to misuse. The most likely cause for the reported failure can be attributed to user error of the device due to improper tensioning of the sutures.